Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite functional test for therapy monitor performance specification but the rite electrical safety analyzer test was performed and passed. The assignable cause of failed therapy monitor performance specifications was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.